Event description:
Hcp reported pt presented with signs of an infection. These include fever, redness, swelling, and drainage. Cultures of the device pocket were obtained and staph was the organism cultured. The pt was treated with oral antibiotics. Hcp reported pt's infection is resolved.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality cevaluation summary tce112192v distal conductor fractured pfr220380h no anomalies found